Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Claim letter received alleging elevated blood heavy metal levels, formation of peri and intra-articular serous gatherings, pain, respiratory disorders, hyperthyroidism, enlargement of the thyroid gland, irregular blood pressure, irritability, insomnia, recurring headaches, palpitations, numbness in the fingers and toes, blurred vision, continuous lacrimation, increased anxiety, lowered mood, walking difficulty, swelling, sensations of instability, metal poisoning and infection. Doi: (B)(6) 2015; dor: not indicated; (left hip).